Manufacturer narrative:
The device was not explanted. The manufacturing and sterilization records were reviewed and no non-conformities were found. This report was initially filed on (B)(6) 2018 but the acknowledgement failed due to coding updates on (B)(6) 2018.

Event description:
It was reported to nevro that the patient was hospitalized and fluid was drained from the incision area. The device was not explanted. Nevro had attempted to obtain additional information regarding the nature of the infection but was unsuccessful. There have been no reports of further complications regarding this event.